Event description:
Rn connected secondary tubing to the clave's secondary port. The IV pump started to alarm that there was air in the line. The rn inspected the line and found that it was not pulling the med from the secondary line, only air. She tried changing IV pumps and the same thing happened. Once disconnected the secondary line, IV fluid starting leaking out of the top of the secondary port.